Event description:
It was reported during the patient's implant procedure, the rv lead exhibited poor sensing and high thresholds. As a result, a new lead was implanted. There were no adverse consequences reported.

Manufacturer narrative:
(B)(4).